Event description:
It was reported that during a labral repair procedure using the speedlock implant with inserter handle, the implant broke during insertion. The procedure was completed using a backup implant; however it was necessary to drill a new bone hole. There were no significant delays or pt complications reported as a result of this event.